Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the cartridge cap is missing from the pump. The reporter stated that the patient is currently in the hospital with diabetic ketoacidosis and had large ketones. The patient also has a throat infection. The reporter stated that the patient lost the cap like a week ago. The patient attempted to operate the pump without cartridge cap and did not call for replacement. This report is being made due to hyperglycemic event the patient experienced that resulted from a missing cartridge cap.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (using pump without cartridge cap). Serial number of the pump: (B)(4).